Event description:
It was reported that during implant, the lead showed low r-waves. The lead was repositioned three times, but the issue did not resolve. The lead was not implanted and was replaced with a new lead. The replacement lead also showed low r-waves and was repositioned twice before obtaining an acceptable value. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.